Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. The patient received a chest tube.

Manufacturer narrative:
The device was not returned for evaluation. Lot number not available therefore no review of inspection records could be performed.

Event description:
Additional information from the site: minor infection at chest tube site.